Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 567 mg/dl at the time of incident. The customer¿s current blood glucose value was 215 mg/dl. The customer did not provided any information about the symptoms due to high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not on at the time of incident. Insulin delivery was not suspended. No further complications were reported. The insulin pump will not be returned for analysis.